Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been complete. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test. Customer was attempting to change the battery when the alarm occurred. It was stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap contacts and insert a new battery; customer received a failed battery test alarm. Nothing further reported.